Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic after receiving vibratory alert for high, out of range pacing impedance on right ventricular lead. During device check in clinic, high impedance was not noted but chronic high impedance was noted since (B)(6) 2015 with a gradual increase. The remaining parameters were within normal limits. The programming changes were made and upper limit of high impedance was adjusted. Patient is not dependent and was stable. The physician decided to monitor the lead.